Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon ruptured after insertion. No medical intervention was required. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number provided was incorrect; therefore a device history record (DHR)review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore, complaint is not confirmed. However; manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged event: the balloon ruptured after insertion. No medical intervention was required. The patient's condition was reported as fine.